Event description:
It was reported during the instrument set up, the vasoview hemopro 2 c-ring was unable to retract when using the blue button, it was very resistant and not straight. A new device was open. The device never came into contact with blood and did not impact the patient

Manufacturer narrative:
Tw# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/15/2025. An investigation was conducted on 07/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be retracted but not all the way in the cannula. The blue toggle was manipulated to extend the c-ring. The c-ring was able to be extended. There were no visual defects observed on the intact c-ring. The toggle was manipulated to retract the c-ring. The c-ring was able to be retracted with some physical difficulties observed. No visual defects were observed on the intact cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure" mechanical problem- c-ring" was confirmed. A manufacturing engineering evaluation was conducted. The reported failure of "mechanical problem" was not confirmed. The c-ring was able to be retracted and extended smoothly with no resistance. See figure 1 for visual objective evidence of the c-ring fully extended. See figure 2 for visual objective evidence of the c-ring fully retracted. Based on the manufacturing engineering evaluation results, the reported failure "mechanical problem- c-ring" was not confirmed. See attached manufacturing engineering evaluation memo. The lot # 3000468953 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.